Event description:
Customer reported that a pt restarted treatment on a prisma machine, serial number unknown, in 2007, after the machine alarmed correctly when the 130 ml/3hr "excess patient fluid loss or gain" alarm threshold was reached. She continued the treatment until 7:45 am one day later, when the treatment was terminated, as per family request. The patient died seven hours after terminating treatment.